Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape was found as well. The insulin pump was monitored and no unexpected failed battery test alarms or unit powering off occurred during testing. The battery icon was full and no fluctuation was noted. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. There was no motor error alarm. The motor also passed the motor test. The following cosmetic damage was also noted: cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. The alleged battery cap damage was unable to be verified since the pump was received without the battery cap. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump received a blank display and a failed battery test alarm. The patient's blood glucose at the time of incident was 400 mg/dl, which she treated with manual insulin injections. Troubleshooting was initiated for the blank display and the customer was sent a new battery cap; however, the display did not return. Additionally, the customer's father reported a past motor error. During troubleshooting the customer was able to complete the prime and rewind processes. The customer was advised to continue use of the pump and revert to a medically prescribed back-up plan due to the unresolved battery and display issues. The insulin pump was returned for analysis and a replacement device was shipped to the customer.